Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a failed surgical valve, when at 80% deployment, the valve appeared to be in a good position. Once fully deployed, the patient¿s diastolic pressure decreased and imaging confirmed that the valve had dislodged towards the ventricle. A second transcatheter bioprosthetic valve was successfully implanted 12 mm higher. The hemodynamics improved and an echocardiogram indicated trace-mild aortic insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.